Manufacturer narrative:
(B)(4). The manufacturing record evaluation was performed, and the manufacturing criteria was met prior to the release of this batch/lot. Additional information requested and received: what color cartridges were used throughout sleeve procedure? Gold. What stapling device was used with this cartridge? Echelon powered 60. Was buttressing material used? No. Were there any issue difficulties encountered with device during use? No. Were any staple formation issues noted during initial procedure or reoperation? No. How was the leak addressed in the reoperation? Suture. What is the current patient status? (B)(6) 2019 - intensive care.

Event description:
It was reported that there was bad sealing of the stapling at the level of 2 staples lines located at 10 cm of the cardi (leak on one line and leak at the beginning of 2nd line). The patient has been re operated 3 days after the first procedure for fistula. On (B)(6) 2019, the patient is always in intensive care.